Event description:
It was reported that at implant, the device in the box was programmed to pacing mode voo and the left ventricular (lv) lead lvtip to lvring and when the lv lead was switched over to the device there was no pacing. Pacing was changed from the device to the analyzer to sustain pacing for the patient. The right ventricular (rv) lead was then connected to the device and there was pacing immediately with the device. The lv lead thresholds checked with the analyzer were good and the lv output of the device was programmed at 4 volts for extra safety margin and the lv lead was connected to the device with the rv lead already pacing. It was indicated that based on morphology it took approximately 3-4 minutes to see bi-ventricular pacing from the device. It was questioned if the pacing mode, with implant detect on and lv plus rv pacing if there was a reason for the device to not pace in the lv. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.